Manufacturer narrative:
B5: during follow up with the customer, it was clarified that the leak occurred from the top of the patient line at the exit port of the cassette. They did not notice any physical damage to the cassette.therefore, the cassette is no longer a suspect product in this event. Sterile fluid leaking from the patient line at exit port does not create a hazard. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. H0: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set leaked. This was observed during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.